Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator shut down and displayed an error code 4 during therapy.

Manufacturer narrative:
Updated contact person name. Date received by manufacturer: 25jul18. The manufacturer's field service engineer (fse) performed troubleshooting. The device was restarted without any issues and was able to pass extended self-test (est). The device was then ran offline for an extended period of time. The fse then performed yearly preventative maintenance to verify systems were operating correctly. The system passed all testing and was returned use.